Event description:
It was reported that the 9600emi system has displayed intermittent bad iris pot error messages on the main frame display. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the iris potentiometer. Replaced the iris potentiometer and recalibrated the iris. The system was tested and found to be working as intended and placed back into service.